Event description:
Customer reported that the ventilator was not delivering breaths to the pt. The user reported that the pt had no spontaneous effort at the time, and the pt desaturated during the event. The user reported the ventilator was alarming. The pt was taken off the ventilator and bagged while the user performed a short self test (sst) on the ventilator. Upon completion of the sst they placed the pt back on the ventilator, but reproted the ventilator again wa snot delivering breaths to the pt. The pt was remaovd from the esprit and palced on another ventilator. Respironcis service technician reported he was unable to duplicate the customer reported problem. Performance verification testing was performed, and the ventilator passed per operating specifications.